Manufacturer narrative:
Patient weight not available from the site. As reported the medtronic representative was able to resolve the issue by rebooting the system and invalidate home then run the motion calibration. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system made a loud "clunk" and required motion calibration. The medtronic representative reported the issue occurred when raising the gantry in the y direction, and rotating the tube and detector from the lateral to the ap position. The imaging system then had to be opened manually from around the patient. The pendant had a red x for motion and said to hold m to re-calibrate. The medtronic representative reported this occurred on the final spin, there were previous successful (navigated) spins. To troubleshoot, the medtronic representative rebooted the system and invalidate home then run the motion calibration. This cleared the message however the surgeon had already opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue.